Event description:
The customer reported the tip is breaking off in the IV connecting tubing.

Manufacturer narrative:
A possible lot number is 22a16. This is the lot number on the syringes that are in the same bin the syringe with the issue was taken from. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed showing no indication of deviations. The photo received from the customer shows the luer lock tip broken off in the IV connecting tubing. Two samples were received for evaluation. One unused piece, and 1 used piece were returned. The returned samples were visually checked. For the unused syringe, there were no deviations or issues in any component and the luer lock tip was not broken. For the used syringe, it was found that the luer lock tip was broken off in the female connector. Based on the investigation, there were no abnormalities of the product, and all measured results of the retained samples were within specification. The returned samples were in compliance as well. It is believed that the broken syringe was caused from excessive torque force during use. No new actions will be taken at this time. This complaint will be used for tracking and trending purposes.